Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture due to high threshold measurements. The ra lead was also noted to have low p-wave amplitude measurements. The patient admitted to lifting heavy objects and family members stated that he had not been compliant with after implant procedure guidance of reducing activity levels. Subsequently the lead was explanted due to a dislodgment. A new ra lead was successfully implanted. No additional adverse patient effects were reported.